Event description:
Baxter reported, "the spike of the transfer set was broken during connecting by clean flash." There was no patient injury or medical intervention associated with this incident according to baxter.